Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/25/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box data from the date of the complaint has been overwritten due to continued use of the pump. The current black box showed no evidence of short battery life. There were battery compartment cracks observed in the thread area and below the grip pad. The cartridge compartment lead screw was missing piston cap. The contrast, up, and ok button were intermittently unresponsive. Contamination was found underneath the contrast, up, and ok button contacts. The pump's current draws were within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Customer support has made several attempts to contact the consumer to acquire more information. There is no further information regarding the complaint available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.